Event description:
Customer reports the following: "error [17] message (battery charge)." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, reported event could not be confirmed with embedded data in log file. The subject device (model agilia sp mc wifi, serial number (B)(6)) was not returned to our laboratory for analysis. However, suspected defective power board and battery were returned as a spare parts to be investigated. Upon reception, subject spare part were submitted to a visual inspection. Nothing was observed. Then, cross-testing of the power board was performed using an agilia sp test bench. Maintenance tests 8 and 21 was performed. Test 8 result was non compliant, since the coulombmeter's intensity was -125ma, instead of about 150ma. As well, device triggered error 18. In addition, power board's impedances were checked, it was observed that q8 transistor had a very low impedance compared to a lab board. This condition would have corrupted the u10 power switching controller and led to an error 18. It should be noted that error 17 did not occurred during testing. However, it is highly possible that error 17 or error 18 occur depending on the circumstances and the priority of the technical alarms. Note that returned battery was complety depleted with 0v tension. Therefore, no further analysis could be done on it. Based on available information, the root cause of the reported issue is linked to a defective transistor. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.